Event description:
Consumer has a heating pad with a switch that you have to hold down with finger to get heat. Consumer put the heating pad away with the switch part rolled up into the heating pad; it was plugged in. When consumer checked it again some time later, the thing was totally hot - obviously the switch had been kept pressed in by the way it was rolled up. It did not cause a fire.